Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿product damaged upon arrival¿ with a potential root cause of "inappropriate package design". The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿caution after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Pk7644301 11/2016 manufacturer: c. R. Bard, inc. Covington, ga 30014 USA 1-800-526-4455 www.bardmedical.com assembled in mexico consult instructions for use. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient."

Event description:
It was reported that additional ports were accidentally opening, and the bulkiness of the drain caused discomfort. Health professional stated they were concerned that the bulkiness could cause skin breakdown post cardiac surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that additional ports were accidentally opening, and the bulkiness of the drain caused discomfort. Health professional stated they were concerned that the bulkiness could cause skin breakdown post cardiac surgery.